Event description:
It was reported that during a ptca/stent procedure, after pre-dilatation, the stent was placed and inflated to 12 atmospheres when the balloon ruptured. The stent was deployed. Contrast was observed in the intima, media, and the adventitia causing a perforation and slight dissection. Another stent was deployed. Contrast was observed in the intiam, media, and the adventitia causing a perforation and slight dissection. Another stent was deployed and the perforation/dissection was resolved.